Event description:
It was reported that a spectrum pump under infused cetuximab (programmed amount and delivery rate unknown) leaving 80 cc in the reservoir during therapy. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter recieied and evaluated the device. The device was found within specification in relation to the reported flow rate error, which was not reproduced or confirmed. Multiple flow rate tests were completed and the device was found to perform as expected. No related device malfunction could be identified. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event.